Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the power on reset (por) message wasn¿t determined. The issue was resolved by the patient clearing the por message by following the commands on the patient programmer (pp). No patient symptoms or further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported the doctor had called the rep indicating a por message. The rep called technical services to discuss how to clear the por. The rep didn¿t know if there was a por number on the screen. The rep would call back to discuss more. There were no further complications reported.